Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment, the valve shifted and dislodged aortic resulting in severe paravalvular leak (pvl). A second valve was implanted 3-4 mm deeper than the first valve to create a seal, thus resolving the pvl. No additional adverse patient effects were reported.